Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, damage (physical or cosmetic), DHR requested - other reasons, charge/battery lasts less than expected. The customer reported blood glucose value of 732 mg/dl. The customer reported hyperglycemia treated with ems(emergency medical services)/ambulance/ER (emergency room) visit. The event involved product(s) mmt-1884l, mmt-442a, mmt-342. Troubleshooting was performed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue use of the device. No product return is required for mmt-442a. No product return is required for mmt-342.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was monitored, no charge/battery lasts less than expected or low battery alert and unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-sep-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 01-sep-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 08/28/2024 20:15:00.000 insert battery alarm was found on: 08/28/2024 20:18:05.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-oct-2024 at 10:33:57 pm. There was no power data available for the date of 28-aug-2024 at 20:15:00.000. Unable to check power data for low battery alert. No charge/battery lasts less than expected or low battery alert and unexpected battery power loss noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-sep-2024 in the formatted history file. Sensorerroralert (801) was found on: 08/27/2024 22:00:49.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.0 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for charge/battery lasts less than expected or low battery alert and unexpected battery power loss were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.